Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device was received with the display dimming when pressing the act or esc buttons due to short at lcd driver board. No dimming of display with activation of backlight noted. The device had cracked case at reservoir tube window corners, reservoir tube window, and battery tube threads. The device had minor scratches on the lcd window.

Event description:
Customer reported via phone call, she was having issues with the backlight on the insulin pump as she is having trouble reading the writing. Customer stated she has never dropped or bumped the device and she wears it in her bra or underwear. Issue has been reoccurring for about two weeks now. Customer's blood glucose was 110 mg/dl. She agreed to return the device for analysis.